Event description:
It was reported that patient underwent a right total elbow arthroplasty on (B)(6) 2003. Subsequently patient was revised (B)(6) 2005 due to migration of the condyle lock screw components. Additional information received indicates patient underwent a second revision (B)(6) 2009 for an unknown reason. The humeral component and condyle kit were removed and replaced. Patient underwent a third revision on (B)(6) 2013 due to loosening of the humeral component and loosening and wear of the bearing. The humeral component, bearing and condyle kit were removed and replaced. Additional information received noted a screw in the condyle kit would not seat during the initial procedure on (B)(6) 2003. Another screw was utilized to complete the procedure. It was further reported patient was revised on (B)(6) 2009 due to humeral loosening. Patient underwent another revision procedure on (B)(6) 2014 due to humeral loosening. The humeral component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-03122 & 2014-07202 / 07203).